Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report damage to the insulin pump and no delivery alarms. The customer also stated that she was going to the hosp to be treated for her blood glucose reading of 460 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.